Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed preventative maintenance testing. When testing the device with the test tubing that had the silicone in it, in regards to the battery test, the device would immediately go into a constant downstream occlusion. Any patient involvement, injury or medical intervention is unknown.